Event description:
During a check in procedure at the manufacturer's service center, a malfunction of the device's lcd was observed. There was no harm or injury reported. The manufacturer's investigation is still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.